Event description:
Reported 7 false negative results of 15 tests. Unknown how many are sars, flu a, or flu b. In addition, consumer reported 9 false positive results of 15 tests. Unknown how many are sars, flu a, or flu b. The customer communicated the results were confirmed by molecular (pcr testing). All symptomatic patients.

Manufacturer narrative:
Investigation of false negative: investigation conclusion: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Investigation of false positive: investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history identified 4 similar complaints. Root cause: could not duplicate with retained devices. Source: phone.